Manufacturer narrative:
A product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use (IFU) states: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Instructions for use states: "fully retract and extend snare to confirm smooth operation of device." Instructions for use states: "inspect active cord. Cord must be free of kinks, bends, breaks, and exposed wires to allow for accurate transfer of current. If an abnormality is noted, do not use active cord." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a polypectomy, the physician used two cook acusnare polypectomy snares. It was reported [that] there was a kink in the wire and they were unable to close completely. Same problem for both [snare] devices. Customer used another of the same device successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report of the snare head would not retract and kinking of the catheter. The device returned with the snare head fully retracted into the sheath. The handle was manipulated and the snare head would open and close, but with significant resistance. During a visual inspection, there were kinks and buckling noted on the device sheath at the base of the handle. A functional test was performed and the snare was advanced down our 2.8 olympus scope and retroflexed to show a worse case scenario. The snare head was advanced/retracted with significant resistance. The kinks and buckling at the base of the handle is the most likely cause of the resistance. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the resistance was confirmed through a functional verification. A visual review identified kinking and buckling at the base of the handle which is the most likely cause of the resistance. The cause of the kinking/buckling is unknown. The instructions for use (IFU) states: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Instructions for use states: "fully retract and extend snare to confirm smooth operation of device." Instructions for use states: "inspect active cord. Cord must be free of kinks, bends, breaks, and exposed wires to allow for accurate transfer of current. If an abnormality is noted, do not use active cord." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.